Manufacturer narrative:
The reported events of high capture thresholds and low r-wave sensing were confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Electrical testing found internal shorting due to overtorquing the inner coil. The cause of the reported events was due to internal shorts due to overtorque of the inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited high capture thresholds and low r wave sensing. The right ventricle lead was replaced during the same procedure on (B)(6) 2023. Patient was stable.